Event description:
It was reported the patient was having extreme issues with their legs and back and was having issues with walking because the pain was so bad. It was reported the patient was currently admitted to the ER. It was reported the day of report was the worst it had ever been. It was noted the health care provider (hcp) wanted to give the patient an MRI of the lumbar spine. It was reported the patient had lost function of their legs ¿basically.¿ it was noted the patient had been having the back and legs issues for the last two weeks. It was stated the patient could not be carried to the restroom a few feet from their bed. It was noted that it was ¿really bad¿ on (B)(6) 2014 and on the day of report the patient could not stand. It was noted that when the patient stood up their leg felt like it fell asleep immediately. It was noted there were no prior accidents or trauma. It was stated the patient fell in the night a week prior because of the issues with their back and leg pain. It was reported the patient had lost bladder and bowel control. It was stated the patient had been steady ¿but happened once in a while¿ and it got to a point where the patient hadn¿t been walking. It was stated the bladder had been worse with the last 3 days. It was noted the patient had an IV. It was noted the patient was going to see their hcp on (B)(6) 2014 and thought the refill was on (B)(6) 2014. It was noted the patient had to lie on their right side where the pump is to get into their only comfortable position because of their symptoms. The pump was used to deliver fentanyl and bupivacaine. It was reported the hcp speculated there was ¿slippage of a disk¿ or an inflammatory mass at the tip of the catheter. It was reported the patient had an MRI on (B)(6) 2014. It was reported the patient had been given more medication and the medication made them sick. It was stated the patient was admitted to the hospital on (B)(6) 2014 at 7:00am. It was noted the hcp wanted to have the pump removed. It was reported the hcp had a dye study performed on the catheter. It was noted the pump recovered after the MRI and the patient was able to request a bolus. The pump was also used to deliver clonidine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient was fine with no issues. The reporter was not aware of an inflammatory mass, leg pain, back pain, or difficulty walking.

Manufacturer narrative:
Supplemental submitted to add recall notification to event.

Manufacturer narrative:
Product ID: 8575, lot# n0047635, implanted: (B)(6) 2006, product type: accessory. Product ID: 8709, lot# l69918, implanted: (B)(6) 2000, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, lot# l69918, implanted: (B)(6) 2000, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).